Manufacturer narrative:
As the device is not available for analysis, no conclusion can be drawn, no additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - on (B)(6) 2018, during a follow up at the hospital, noise was observed on this lead. The physician determined this is due to a lead failure. The ICD was set to off, and the patient went home. On (B)(6) 2018, the physician attempted to reposition the lead with no success. This lead was capped and replaced.